Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture and pain. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others and red particles on the shell. A microscopic analysis was performed which identified: one broken striated on the radius. Based on the device analysis the final assessment is: one striated broken on the radius assessed as surgical damage consist in the use of some surgical tool. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reports right side rupture and pain. The device has been explanted.